Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
\Information received by medtronic indicated that the drive support cap was damaged and loose. The customer was hospitalized due to high blood glucose level on (B)(6) 2020. Customer's blood glucose level was 578 mg/dl. Customer was not using insulin pump within 48 hours. Customer had nausea and vomiting. Customer was treated with manual injections. Customer did not allege insulin pump for under delivering. The insulin pump will be returned for analysis.